Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. This crt-d system has not been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection was performed and no anomalies were identified. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. This crt-d system has not been returned to boston scientific. No additional adverse patient effects were reported. This rv lead was returned for analysis.